Manufacturer narrative:
Product was not manufactured by pfm medical.

Event description:
On or about (B)(6) 2022, patient underwent placement of an angiodynamics xcela product at (B)(6) medical center in (B)(6). By dr. (B)(6) . The device was implanted for the purpose of ongoing IV fluids and tpn. On or about (B)(6) 2022, patient presented herself to the emergency department at (B)(6) medical center in (B)(6) with complaints of central line site pain. Patient was also found to have a lump at the site of her central line, therefore was admitted. Upon being admitted, patient's blood cultures were positive for infection. Patient's medical team determined that the port had to be removed. On or about (B)(6) 2022, patient's port was removed by dr. (B)(6) at honor health sonoran crossing medical center in (B)(6). Follow-up report 1 confirms the product was not manufactured by pfm medical.

Event description:
On or about (B)(6) 2022, patient underwent placement of an angiodynamics xcela product at (B)(6) medical center in. By (B)(6) dr. . The device was implanted for the purpose of ongoing IV fluids and tpn. On or about (B)(6) 2022, patient presented herself to the emergency department at (B)(6) medical center in with complaints of central line site pain. Patient was also found to have a lump at the site of her central line, therefore was admitted. Upon being admitted, patient's blood cultures were positive for infection. Patient's medical team determined that the port had to be removed. On or about (B)(6) 2022, patient's port was removed by (B)(6) dr. At (B)(6) medical center in .

Manufacturer narrative:
Unable to determine if the suspect device was manufactured by pfm due to the lack of product information. Event determined to be reportable as a result of the removal of the port due to patient infection. Unable to perform a DHR review as the product lot information is required. Unable to determine if the product was manufactured by pfm. There have been no other complaints for removal of the port due to patient infection in the USA or canada.